Event description:
Report received of an over-delivery due to a programming error. The pt was to receive fentanyl. The syringe concentration was 10mcg/ml, and the pump was reportedly programmed with a concentration of 1mcg/ml. The pt was reported to receive a loading dose of 10 times the ordered amount. The amount that was ordered was unk to the reporter. The pt suffered a respiratory arrest and received three doses of narcan. The dosage given was not reported. The pt was sent to the ICU on ventilatory support. The pump serial number was not recorded and the pump was not isolated; therefore, the pump will not be returned for testing and investigation. No further info was available.